Manufacturer narrative:
Repair of the device is still ongoing. Further information about faulty parts, device's logs and other circumstances of the issue has been requested but not yet received. Event site name: (B)(6).

Event description:
It was reported that ventilator generated technical error codes indicating power error after approaching too close to MRI scanner. There was no patient harm. Manufacturer's ref#: (B)(4).